Event description:
Device 1 of 2. See MFR report: 1627487-2012-10226. The pt received the trial scs system which included two leads from different lots on (B)(6) 2012. It was reported the pt went to the emergency room on (B)(6) 2012 complaining of feeling "odd" and very tired. The physician at the hosp informed the pt she had suffered a tia (transient ischemic attack). The pt was instructed to take aspirin and follow up with a specialist. Follow up info revealed that the pt's neurologist reported he believes the tia is unrelated to the scs trial procedure and continued with the trial as believes. The pt reported that all symptoms have resolved and the trial results produced greater than 50% pain relief. The pt will continue to follow up with a specialist regarding any future course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history